Event description:
Patient occured a dislocation leading to the revision of the novae sunfit th cup and the associated novae ci e liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
No new information available.

Manufacturer narrative:
Reported event: an event regarding dislocation (leading to revision) involving a ci 49/28 e mobile pe liner was reported. Investigation conclusion: the technical investigation cannot be carried out because the devices have not been returned. Documentary review: lot / batch: 1301247a. Manufacturing order: (B)(4): (B)(4) units manufactured. No non-conformance observed for this batch. (B)(4) compliant units put on the market by serf in may 2013 no other complaints have been recorded on this lot. Root cause hypothesis: in the absence of more information, cause not established.